Event description:
According to the reporter, in a laparoscopic resection of rectal cancer, when the first staple detached the rectum, the handle body made a clicking sound. When the second purple staple was installed, the device did not fire. The surgeon was able to press the green button and squeeze the handle, but the device did not fire. There was no resistance when the handle was squeezed for firing. A new handle was used. After installing the second purple staple on the new handle, the device still could not fire. A third purple staple was used but there was still a problem with the firing. Another handle and reload were then used to complete the case. The third purple staple was later used and fired. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d10 (added lot number p4d1153s for pli 40), g3 correction: d10 (lot number for pli 30 should be p4d1153s) d10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p4d1153s); egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p4d1153s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic resection of rectal cancer, when the first staple detached the rectum, the handle body made a clicking sound. When the second purple staple was installed, the device did not fire. The surgeon was able to press the green button and squeeze the handle, but the device did not fire. A new handle was used. After installing the second purple staple on the new handle, the device still could not fire. A third purple staple was used but there was still a problem with the firing. Another handle and reload were then used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egiaustnd - egiaustnd endogia ultra univ std stap, lot# p4e1006s egia60amt - egia60amt egia 60 artic med thick sulu, lot# 4d1153s egia60amt - egia60amt egia 60 artic med thick sulu, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.